Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed common mode/wrist electrode test; lem (link electronic module) printed circuit board assembly found damaged. Analysis also found the keyboard hinge was broken, the system fan was noisy, and the overlay had some scratches. It was noted there was no keyboard and slide cover. Product ID 229047 analyzer. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.